Event description:
It was reported a patient had problems with their line in the cvicu. The nurse reported that she did not trust the ci value of 1.7. She had increased the patient's primacor drip, given fluids, and the patient's urine was good, still the ci did not budge. She was trying to manually calculate it with the fick method, but was unable to draw any blood back from the pa distal port for a mixed venous sample. A physician came to the room and told her to check a bolus co to confirm (it was not reported if this action was completed). The physician gave the nurse the order to use flotrac instead. The initial flotrac numbers showed a ci of 3.4 and svr of 400. A neosynephrine drip was started to counteract the effects of the primacor drip. An x-ray confirmed the line remained in good position and there was a good pa waveform and reading. The reporter noted that their operarting room always uses 9fr introducers. There no patient complications reported.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5cc limited volume syringe and a contamination shield. The proximal end of the contamination shield was approximately 82cm from the tip. The catheter ran cco on vigilance I and vigilance ii monitors for 5 minutes with no error messages. No visible inconsistencies were observed on eeprom data. The thermistor and thermal filament circuit were continuous. The thermistor was submerged in a 37.1c water bath and read 37.0c on both vigilance I and ii monitors. Thermistor temperature reading accuracy is +/- 0.3c, per the vigilance manual. The resistance value of the thermal filament circuit was measured at 39.5 ohms, which is within the allowable specification. There were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clear and concentric and remained inflated for 5minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned monoject 1.5cc limited volume syringe. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Cardiac output testing was done on vigilance I and ii monitors. Visual examination was performed under 10x magnification. Resistance was measured using a fluke multimeter. Lot number was not provided, therefore review of the manufacturing records could not be completed. The complaint could not be confirmed; no damages or defects were noted during the evaluation and the catheter functioned appropriately. It could not be determined if some clinical factors may have contributed to the complaint. No actions will be taken at this time.